Event description:
It was reported that a pt underwent a nasal splint procedure on (B)(6)2010 and suture was used. During the procedure, the needle snapped in two. The needle pieces were retrieved during the same procedure. Another like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4) results: the actual needle was returned for eval. Visual inspection showed the broken needle had needle holder marks around the breakage area and the swaging area. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.